Manufacturer narrative:
Of the 3 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a button keypad issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-63 years of age and between 295 and 295 pounds. Of the reported patients, 2 were male and 1 was female.